Event description:
When surgeon tried to extend the shaft extension of the plasmablade 3.0s it came all the way out. He did fix the shaft and it did continue to work but only in one position. No patient impact.

Manufacturer narrative:
Product event # (B)(4) investigation plan: visual inspection functional inspection testing performed: visual inspection device: peak plasmablade 3.0s product p/n: ps210-030se quantity: 1 the device was returned in a corrugated cardboard (B)(4) box. Device was returned in a paper fedex bag. Was not sealed or double bagged in biohazard bags. No label indicating lot number the unit does appear to have been used in a surgical field. This is evidenced by blood splatter on the handle, however, no charring was present on the electrode. When shaft was extended it was easily removed from the handle. Shaft appears to have come dislodged from the bushing sleeve that controls hyper extension of the shaft. Upon disassembly it appears the weld with the inner sleeve has failed. It also appears there is only residue of two spot welds. Functional inspection device was connected to a pulsar ii generator (ps100-102), eqp# (B)(4) (calibration due date: (B)(4) 2013) device showed the 'e5 error code - mono-polar handpiece has reached end of life' when connected to the generator. The bypass connector was used to test the functionality of the device. The device was activated in grounded saline at cut setting 10 and coag setting 10. This test yielded expected results. The device was extended and then activated in grounded saline at cut setting 10 and coag setting 10. This test only produced expected results when shaft was 1cm or less extended. Investigation conclusion: the complaint was confirmed based on both visual and functional inspection of the plasmablade. The shaft was easily dislodged from the device and would also only function in a certain position. The lot #0206604044, is the distribution center's reconfigured packaging work order number. The manufactured lot number is #56927, which was a lot manufactured by palo alto. Since palo alto manufacturing site no longer exists, this issue has being raised to fort worth, tx manufacturing site to assess the controls that are in place and to help identify the occurrence and detectability of this failure mode in their process. This complaint can further be tracked in (B)(4).

Event description:
During surgery, when the extension on the plasmablade 3.0 was extend the shaft came all the way out. No patient impact.

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. Eval code conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.